Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2016 with the following findings: a review of the pump¿s black box revealed reboots. There was no damage found to the battery cap. The battery cap was able to attach securely to the pump. The pump powered on normal with no alarms. The pump was exercised for 24 hours with no power issues occurring. The battery cap contacts were within specification. The pump was opened and there was no damage found to the power circuit. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.